Event description:
The customer reported that her insulin pump alarmed during the prime process. The blood glucose reading at time of call was 330mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.